Event description:
It was reported that intermittent occlusion alarms occurred. A supply change was performed resolving the occlusions. Customer¿s blood glucose level was between 100-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.